Event description:
Patient reported right side rupture and 'pain in the right breast, changes in shape and density'. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture and 'pain in the right breast, changes in shape and density'. Device has been explanted.

Manufacturer narrative:
Photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Deformation: not observed due to the device rupture. Breast pain: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.